Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1s7wh, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was experiencing pain with some programming after attempted reprogramming in the office. The patient reported multiple falls. The patient and physician reported multiple attempts at reprogramming for patient comfort. It was reported the patient was implanted in (B)(6) 2018. The patient had reported they had fallen several times since because of other medical issues. They stated they were having pain on some of the programs, the doctor decided to do a lead revision. The lead was removed intact and replaced with ease. When the new lead was connected to the original battery, impedance showed high after several attempts at the battery case. The physician decided to replace the battery as well. Impedance was checked after the battery was replaced and it was good. The patient programmed well after the procedure. No further complications were reported or anticipated.